Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the luer lock. Customer had elevated blood glucose levels over 600 mg/dl, and diabetic ketoacidosis. Customer went to the emergency room and was admitted to the hospital on (B)(6) 2016, and was treated with intravenous saline/fluids. Customer was released from the hospital on (B)(6) 2016.